Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal department, approximately 5.5 years post op the initial tka, this female patient was revised due to the product defect. Patient developed loosening of the device and pain in her knee.

Manufacturer narrative:
Section h10: (h3) it was determined that this case is a duplicate. Please reference: (B)(4)/ 1038671-2022-01039 for additional information on this incident.